Event description:
During a proximal lower leg fracture operation, the surgeon used a screw driver shaft 3.5 hex hold in order to remove the locking screw. The tip of the driver was broken and left in the screw head. The surgeon used carbide drills and the screwhead broke. The operation was finalized the operation, although it took a fair amount of time. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained screwdriver shows that the tip is broken off due to mechanical overloading situation while use. It is possible that immense torsional forces were applied counterclockwise as the remained part of the tip is twisted. This indicated that excessive mechanical force had been applied which finally caused the breakage of the tip. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.